Manufacturer narrative:
Other, other text: one cadd solis vip infusion pump was received to investigate the reported "cassette not locked properly" alarm. The pump was received in a physically good condition. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of an alarm in the event log. The dso pressure range test was performed, cassette locked, and the event history log was evaluated to further investigate the reported issue. The problem could not be duplicated, but was found in the event log. No alarm sounded when the cassette was latched and unlatched. The pump passed the dso pressure range test and values were within specification. The cause of the reported issue is unknown. No further actions were taken.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was alarming "cassette not locked properly". There was no reported adverse event.